Event description:
It was reported that the patient underwent a revision procedure to reposition her lead due to inadequate stimulation coverage. No new products were added and nothing was removed. It was noted that postoperatively, the patient had coverage overlap the pain on her left knee.